Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on november 2022 by the american journal of sports medicine ¿the minimal clinically important difference, patient acceptable symptom state, and clinical outcomes of anterior cruciate ligament repair versus reconstruction: a matched-pair analysis from the santi study group.¿ the study reviewed 75 patients and identified acl/pcl instability with bioabsorbable interference screws in 33 patients during the 3-year follow-up period. 8 patients experienced cyclops syndrome (rom). Ref: ferreira a, saithna a, carrozzo a, et al. The minimal clinically important difference, patient acceptable symptom state, and clinical outcomes of anterior cruciate ligament repair versus reconstruction: a matched-pair analysis from the santi study group. Am j sports med. Nov 2022;50(13):3522-3532. Doi:10.1177/03635465221126171.